Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found; normal device function.

Event description:
The pump contained morphine. The patient experienced dehiscence of the wound over the intrathecal pump. The pump was explanted. The patient was placed on intravenous antibiotics for 6 weeks and had a PICC line (peripherally inserted central catheter). Following explant, the patient outcome was reported as "no injury." The patient received oral pain medication from the primary care physician.